Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that there was moisture behind the display screen. In addition, the reporter stated that the down, ok and up buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2016 with the following findings: the pump was returned with moisture in the pump and in the battery compartment. A leak test failed due to cracks alongside the battery compartment and at the top right corner between display lens and the pump seal. The pump was opened up and no moisture was observed on the organic light-emitting diode (oled), on force sensor plate and pins and on the keypad flex connector. All of the keypad buttons were responsive. No physical damage was noted on the keypad. Upon removal of the keypad, no evidence of contamination or moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.